Manufacturer narrative:
Based on the available info, this event is deemed a serious injury, because surgical removal - sharp debridement - maybe necessary to remove the object to allow healing. Use of the product was stopped. No add'l info has been provided to date. A return sample for eval is not expected. The product lot number was recorded as cno (could not obtain) indicating no lot number was available. As no complaint sample was received, an assignable cause could not be determined. There are one add'l complaint reported for this specific icc code. An eval has been conducted and no further work is required. If add'l info becomes available, a supplemental report will be submitted. Reported to FDA on (B)(4) 2013.

Event description:
End-user reports that aquacel ag dressing rope was used on an infected "abraised" hematoma. During the healing process, the wound became dry. As a result of this dryness, small residues of the rope became embedded in wound.